Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: patient code e0402 captures the reportable event of allergic reaction.

Event description:
It was reported that a patient was implanted with an obtryx ii system - halo device on an unspecified date. Sometime after placement, the patient started presenting systemic symptoms and was referred to the dermatology department for an allergy testing. It was noted that although it is unlikely the symptoms may be related to the mesh, an allergy testing was requested to rule out the possibility. No further patient complications were reported.